Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 24 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025 day 144 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing showed that the reference channel signal was low. A review of the alert history in dms confirmed that an early sensor replacement alert was triggered following a drop in the sensor electronic performance metric, which assesses the integrity of the reference channel signal. On (B)(6) 2025, the value dropped below the threshold, indicating potential photodiode light filter damage or corrosion that likely compromised the reference channel. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 21 oct 2025. G3. Date received by the manufacturer? 21 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.